Manufacturer narrative:
There was reportedly no patient involvement. Device is an instrument and is not implanted/explanted. Service history review: part no: 329.151, serial/lot no: (B)(4): no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 15 march 2004. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. A service and repair evaluation was completed: the customer reported the tab came out. The repair technician reported the threaded tab was missing. Missing parts is the reason for repair. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. The evaluation was confirmed. A product investigation was completed: the complaint condition for the 329.151 lot number 2068425 locking calcaneal plate cutter was likely caused by over eleven years of use; however, this complaint is not likely a result of any design related deficiency. Per the technique guide, the 329.151 locking calcaneal plate cutter is an instrument routinely used in the locking calcaneal plate instrument and implant. The device was returned and reported that the tab was found missing after sterilization. This condition is confirmed; the distal prong which locks into the plate was not returned with the complaint and was not attached to the returned device. It is likely that over eleven years of consistent use has led to this complaint condition. The device was manufactured in march 2004 and is over eleven years old. The balance of the returned device is in fairly worn condition with markings and signs of wear along the length of the device. The relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that over eleven years of consistent use has led to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tab of the plate cutter has come out. This was found after wash; there was no surgery or patient involved. When the device was evaluated by the manufacturer it was noted one of the pieces of the part was missing. This is report 1 of 1 for (B)(4).